Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported that the lipid filter leaking at trifuse and at tubing junctions while connected to a patient in the nicu. There was no harm to the patient.

Manufacturer narrative:
The customer¿s report of the lipid filter leaking was confirmed. Visual inspection of the filter vent membrane under a microscope observed no holes/tears in the filter membrane and no damage to the filter housing. Functional and pressure testing confirmed leaking out of the filter vent of the set¿s 1.2 micron filter. An occlusion alarm was also noted by the device during a test infusion. No leaking at any other locations was observed. The root cause of the leak was determined to be oversaturation of the filter which causes the infusate to leak/weep out through the path of least resistance (the filter air vent). The customer¿s report of leaking at trifuse and tubing junctions was not confirmed because the set was not returned for investigation.

Event description:
The customer reported that the lipid filter leaking at trifuse and at tubing junctions while connected to a patient in the nicu. There was no harm to the patient.